Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited an iegm anomaly. After a device software download, normal device function resumed. No patient symptoms or additional information was available at this time.